Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to an unseated battery pca. The battery pca was disconnected from connector j5 on the bedside pca. The root cause for the dislodged battery pca could not be positively identified. No adverse event resulted from the defective battery charger/modem.